Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. The device was exposed to computed tomography scans previously. After a device software download, normal device function resumed.